Event description:
The customer reported the ECG waveform flashes. There is no report or indication of patient involvement in this complaint.

Manufacturer narrative:
(B)(4): the customer reported the ECG waveform flashes. There is no report or indication of patient involvement in this complaint. The device was sent to the philips bench for eval. The reported symptom could not be reproduced. Wear and contamination was noted on the ECG connector. Per the discretion of the repair tech, the ECG connector and the leads cables were replaced. The device passed all testing and was returned to the customer site. The reported symptom could not be reproduced, we are therefore unable to determine the cause of the reported symptom.